Event description:
A manufacturing consultant was at a study site and in their notes it reported that in 2008, the programmer reported that patient generator visit 14, was noted to have an interrupted diagnostic test. Notes reported that the magnet output current was noted to be programmed on at 1ma when interrogated at the next office visit the following month. Programming history was received and reviewed that confirmed an interrupted system diagnostic test had occurred and settings have been corrected.

Manufacturer narrative:
Analysis of programming history.